Event description:
It was reported that the lead integrity alert triggered, and the lead exhibited oversensing. The related device was programmed to unipolar and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.